Manufacturer narrative:
The reported failure of a pressure mismatch error is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to a third-party service center for preventive maintenance. No medical intervention was specified. The device was not reported to be in clinical use. During the evaluation of the trilogy evo device at the third-party service center, it was noted that an error code related to a pressure mismatch was found due to heavy contamination. In conclusion, the device's flow sensor needs to be replaced to address the issue. The device was returned unrepaired per the customer's request. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.